Manufacturer narrative:
(B)(4). Date sent: 8/3/2023; d4: batch # 320a07. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present cut and the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product.  During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 320a07, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 6/28/2023 d4; batch # unk b3: unknown; captured as awareness date attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: the tissue compression scale backlight was illuminated. There was no problem in tightening adjusting knob nor releasing the red safety. Additional cut was not performed for replacing the device. There was no change in procedure (e.g. Additional port hole, unplanned colostomy, changing the method of reconstruction) due to the event. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the battery did not work, and the device could not be fired. The anvil was moved for several times, but the issue did not improve. The anvil was used as is and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.